Event description:
It was reported by service report that the fowler allegedly moves on its own then the bed would lose power. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Siderail extension cable.